Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of back pain. The patient had previously tested positive for covid on (B)(6) 2022. The patient began taking paxlovid on (B)(6) 2022 but had to stop due to severe diarrhea. Once in the ER on (B)(6) 2022, a computed tomography (CT) scan was performed on the chest and showed a pulmonary embolism (pe). The patient was hospitalized for further management of the pe.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's condition resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s covid-19 infection could not be conclusively determined through this evaluation; however, it was not considered to be device related. A direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists venous thromboembolism as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.